Event description:
Report received from abbott international affiliate (abbott-japan) which states "sampling port cracked with bleeding after 20-30 times sampling. This event occurred during sampling process on the adult patient who stayed in ICU for 3 days. User cannot remember the volume of bleeding, but there is no harm to the patient."